Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) specialist. The ccc was granted permission to remotely connect. The ccc reviewed the instrument data. The ccc found the customer's quality control (qc) was out at the time of the event. The ccc reviewed a precision study that was performed and found that it was within range. The ccc found reagent probe 3 out of alignment and a system test was out of range. A siemens customer service engineer (cse) was dispatched to the customer's site. The cse performed bottom of cuvette corrections. The cse performed quickcheck, resulting within range. The cse ran qc and patient samples, resulting within range. The cause of the discordant, falsely elevated total bilirubin results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely elevated total bilirubin results were obtained on nine patient samples on a dimension vista 1500 instrument. The initial results were reported out to the physician(s), which were questioned. The customer repeated the same samples on an alternate dimension vista instrument, resulting lower. The customer repeated the same samples on another alternate instrument, resulting lower than the initial result. Sample ids: (B)(6) were not repeated on the first alternate instrument. Sample ID: (B)(6) was not repeated on the second alternate instrument. The customer did not issue corrected reports to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated total bilirubin results.